Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of multiple trapezoid rx lithotripter baskets used in the same patient and procedure. It was reported to boston scientific corporation that three trapezoid rx devices were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2022. During the procedure, the handle ruptured while the basket was inside the patient. The same problem occurred with all three trapezoid rx devices. There were no patient complications a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of handle break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the basket was extended, the handle cannula detached, and the sidecar rx was pushed back. Dimensional inspection revealed that the screw proximal depth is out of specification. Microscope inspection revealed that the handle cannula was missing one screw mark. No other issues were noted. The reported event was confirmed. Based on all available information, since the handle cannula was detached and it was found that the depth of one of the fastening screws was less than specification, the most likely cause of handle cannula detached is manufacturing deficiency. An investigation to address this issue is in progress. Additionally, it is most likely that some resistance met during procedure and/or some technique performed while actuating the device may have caused the sidecar rx got pushback. Therefore, the most probable root cause of side car rx pushback is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of multiple trapezoid rx lithotripter baskets used in the same patient and procedure. It was reported to boston scientific corporation that three trapezoid rx devices were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2022. During the procedure, the handle ruptured while the basket was inside the patient. The same problem occurred with all three trapezoid rx devices. There were no patient complications a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.